Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vivigen: it was reported that an adverse event of burning pain over posterior spine. Study subject 18-007. Concomitant medical products: bl-1500-001, vivigen pouches 1cc, qty 2, 77101074, bio avs c-open 4=14(w) x 12(d), qty 2, 77101064, bio avs c-open 4= h=6mm 4= lordosis.

Manufacturer narrative:
(B)(4). Study report was received on 10/19/2018. Report states that the event is not considered to be a serious adverse event. The issue is not life threatening. The patient did not experience disability or permanent damage. There was no required intervention to prevent permanent impairment or damage. It has been determined that the event is unlikely related to the plate. As such, this is considered a non reportable event.